Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed high pace impedance measurement. It was suspected that the lead was fractured. The device was reprogrammed with the ra lead off. There were no adverse patient effects. The lead remains in service.